Event description:
It was reported that the device exhibited 285 ohms impedance in bipolar and 205 ohms impedance in unipolar. As the lead was capturing and sensing the device would continue to be monitored.